Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 46 mg/dl, 150 mg/dl, 80 mg/dl 2. 150 mg/dl, 80 mg/dl, 269 mg/dl 3. 80 mg/dl, 269 mg/dl, 127 mg/dl readings of 150 mg/dl, 80 mg/dl and 269 mg/dl were not duplicated. Sets of readings were taken at different times. Customer felt shaky at the time of the 46 mg/dl and self-treated with cookies. After receiving the above results, customer drove himself to the hospital where he obtained an unknown result, estimated to be "below 80 mg/dl." Customer was fed pancakes and sausage and was given an unspecified liquid to drink. Customer was admitted to the hospital for 4 days due to pneumonia and decreased sodium levels. Customer has fully recovered. Requested return of suspect device and strips, and replacement was sent.